Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test at 0.08720 inches noted. No missing segment/partial display anomaly during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had a flashing display. The customer¿s blood glucose was unknown. Troubleshooting was performed. Customer used battery (B)(6)alkaline. Customer changed the battery and problem persisted, she said that insulin pump was not bumped or dropped. Customer was advised to discontinue use of the pump and to revert to back up plan per healthcare professional's instructions until replacement arrives. No further details given. The insulin pump will be returned for analysis.